Manufacturer narrative:
(B)(4). (Cystic ingrowth).reason for non-evaluation.the clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to amo has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with a cystic ingrowth in the left eye (os) > right eye (od). Flap lift and rinse was performed in the left eye on (B)(6) 2014 and patient was prescribed antibiotic. Patient experienced a loss of best corrected visual acuity (bcva). Account reported that flap lift and rinse was done on (B)(6)-2014.pre-op bcva; 20/20 right eye; 20/10 left eye.post-op bcva; 20/20 right eye; 20/200 left eye.

Manufacturer narrative:
(B)(6). All pertinent information available to abbott medical optics has been submitted. Placeholder.